Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/21/2024, it was reported by a patient via phone that an unknown arthrex product, "mini tightrope," was implanted in the patient's hand during an unknown procedure on (B)(6) 2023. The patient has been experiencing pain since the surgery with numbness on the base of the thumb, where the bone was removed in the surgery, and the index finger. The pain is located at the end of the two metal points of the implant of the mini tightrope. The patient thought this was an allergic reaction and an allergy test was performed, and the test came out "negative". The patient will have an upcoming surgery at an unknown date to have the unknown arthrex product mini tightrobe removed. The patient was researching another product to have implanted in the hand and inquired if the arthrex fiberlock implant is non-metallic.